Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged the insulin pump alarmed battery failed and blank display. The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with pillowing keypad overlay during the visual inspection. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to constant battery failed alarm. No blank display during testing. The insulin pump was cut open to perform visual inspection and found no moisture damage on the pcb 1, pcb 2, motor, keypad assembly, battery tube, vibrator, force sensor, 40 pin flexible printed circuit/lcd and internal battery. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and constant battery failed alarm noted. Performed another visual inspection on the pcb 2 and found missing r11 which connects in series to the main vcc detect circuit. In summary, the pump received with constant battery failed alarm due to missing r11 on the pcb 2. Customer alleged for blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.